Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular lead was explanted due to loss of capture, low amplitude/poor morphology and a dislodgement that was confirmed by fluoroscopy. When trying to reposition the lead, helix extension issues were observed. A new lead was used instead. No additional adverse patient effects were reported.